Event description:
It was reported to philips that the customer was unable to access images, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the customer was unable to access images. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received.